Manufacturer narrative:
The product evaluation did not confirm the failure mode. The system generated warnings - cpx05 (the air pressure output is lower than commanded.) And vfm13 (the cassette is nearly full.) Prior to irrigation failure due to the empty bss bottle. The root cause is determined to be user error as the user failed to visually inspect the content of the bss bottle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The patient remains as last reported. The investigation is complete.

Manufacturer narrative:
A field service technician was dispatched to the site to evaluate the stellaris elite system on 2020-06-22. The technician tested the fluid level detection warning five times and each time the system functioned as expected. The system was reported to be in good working order. This module met specifications on the date of manufacture. Currently, the patient has no visual acuity. The doctor proposed an intervention to be completed, but the patient does not want any additional treatment. It should be noted that this patient had a very dense cataract prior this event and remains with the same level of vision. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient experienced capsular damage during a procedure to remove a dense cataract. The surgeon was unaware the bottle of bss had completely emptied which resulted in loss of irrigation during aspiration of the crystalline lens leading to instability and loss of the anterior chamber. A second surgery using irrigation and aspiration only was completed to remove the nucleus that remained in the eye. The iol is in the sulcus, but not well positioned.